Event description:
It was reported that during a procedure to treat carotid stenosis, the physician inserted the neuroguard stent iep system into a 9fr moma cerebral protection device and felt some resistance in the proximal section of the catheter during delivery. The reported devices and accessory devices were prepared as indicated in the IFU. The vessel was not tortuous. The physician took the neuroguard out and the yellow distal tip was not attached. He then removed the moma and it was stuck in it. The devices were removed from the patient, with no surgical or medicinal intervention required. No patient complications have been reported as a result of this event. Additional information was requested and received: lesion/vessel site associated: left ica stenosis, the neuroguard got friection about less that halfway through moma. How was the procedure completed? Removed moma and used bmx 96 with neuroguard. Are there any pre-op angios and still images available? Unfortunately no.